Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 178 mg/dl. Customer stated that her blood glucose did not transfer from the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.